Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a continuous glucose monitor low of 49 mg/dl with ilet pump alerts for urgent low soon and low glucose, and the user treated with oral carbohydrates (orange juice) and glucose trended upward to within range. Symptoms included hypoglycemia, although the user reported no subjective symptoms at the time of the call. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information about a device problem and insufficient information regarding any specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.